Event description:
It was reported that patient stated that there was an issue with the lead at implant. Follow up was conducted and the clinic was not aware of any issues with the lead; however, the patient is no longer being seen by the implanting physician. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: 4469 implantable pacing lead (B)(6) 2003. (B)(4).